Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -6.0 diopter, was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024, the lens was exchanged for a longer length lens due to low vault without rotation and the problem was resolved. Cause of the event is unknown. Status of the eye is reported as, "ok."

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).

Manufacturer narrative:
B5: duplicate reporting for claim (B)(4). There is no complaint for claim# (B)(4). Claim# (B)(4).